Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588tb-1 round tightrope abs button was received for evaluation. Functional testing could not be performed due to the damage to the device. Visual inspection noted that the device was broken into two pieces. The width of both halves were measured using a blade micrometer and it was found that the dimensions were .057 and .057 which are in tolerance of the specified .059 ± .005. The dimensions for the width are specified in drawing c6342 revision 1. The most likely cause for the reported failure can be attributed to user error of the device due to over-tightening the button.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/17/2023, it was reported by a distributor via sems that an ar-1588tb-1 round tightrope abs button, 14mm, broke into two pieces when the surgeon flexed the knee after performing the final tightening.